Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 250 mg/dl. The customer¿s current blood glucose was 230 mg/dl. The customer was treated with insulin pump. Customer was alleging possible pump under delivery. Customer received a failed battery alarm during the high pressure test and was unable to complete troubleshoot due to lack of replace battery. The customer was calling back to perform high pressure test. Assisted with performing high pressure test. Test was passed. The product was not returned for analysis.